Manufacturer narrative:
Complaint confirmed, the anvil broke off because the weld broke. Dents were observed on the edges of the anvil and dovetail. The anvil is also worn due to impaction. The cause is undetermined, however a likely cause is user-applied mechanical forces.

Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-613-1 punch is broken. This was discovered during a case and broke during use. Per facility: "the surgeon was doing a tka and during the insertion of the tibial punch, he was hammering the back of the quick connect handle and the metal part popped off. The case was completed using another quick connect without further incident."

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.